Manufacturer narrative:
This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review of the report that was initiated during an FDA inspection. A retrospective review of the complaint record determined that this report should have been submitted as a malfunction report. In this case, no patient injury occurred; however, this may be likely to cause or contribute to a serious injury if it recurred. (B)(4). Investigation - evaluation a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: contraindications, warnings, and precautions associated with the device. It specifies that during sheath removal, "withdraw the sheath and dilator as a unit." The returned device showed that the proximal end of the dilator, normally attached to the hub, was insufficiently flared. This is a manufacturing-related issue.

Event description:
Faulty flexor high-flex ansel guiding sheath. As per rep e-mail ( see file ) : " I got a brief description from prof (B)(6). Apparently there was to much force on the ansel so it was very much resistance when they should remove the dilatator. The high pression was due to an earlier evar where the naked stent caused to much external pressure on the introducer. The hub on the dilatator came loose. No patient injury was caused due to this event. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence